Manufacturer narrative:
Device received with a frozen display followed by an unexpected constant audio tone. Problem isolated to mother board. Unable to perform displacement test due to frozen screen. Device received with cracked case at display window corners. Device received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was locked on the display. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.